Event description:
Reportedly, the unit alarmed with unk error message. The unit then stopped working. The caregiver placed the pt on the backup ventilator. The incident occurred while the pt was in his wheelchair. The unit was running on dc power. Please note that there was no serious injury or death in this case.